Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use a bd¿ r 87 v infusion set were found with "air bubbles being formed in the system when drawing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: the initial MDR reported the lot number as unknown for this complaint as it was not found in the database. The correct information for the lot number is as follows. D.4. Medical device lot #: 1007785, d.4. Medical device expiration date: 02/01/2021, h.4. Device manufacture date: 03/06/2018. Investigation summary: the batch record for lot#1007785 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation, bd investigators noted the affected samples arrived with residual fluid being present inside of the bag that they were shipped in. One sample during the course of gravity flow testing was noted to have leaked from a small crack in the molding of the base of the spiked tip of the device. This damage lead to the introduction of air into the device. The most likely root cause or this damage is equipment malfunction at the suppliers¿ facility. Our supplier has put the appropriate corrective actions in place to prevent the reoccurrence of this event. Bd will continue to track and trend for this issue.

Event description:
It was reported that during use a bd¿ r 87 v infusion set were found with "air bubbles being formed in the system when drawing." There was no report of exposure, injury or medical intervention needed.